Manufacturer narrative:
The investigation determined that the calibration signals were too low and some liquid level detection alarms were found. The root cause of the event was a misadjusted sample/reagent probe and liquid level detection. The field service engineer adjusted the sample/reagent probe. The service actions done resolved the issue. No further issues were reported afterwards.

Manufacturer narrative:
The field service engineer visited the customer's site and performed a high-voltage adjustment. Calibration and qc were performed. The investigation is ongoing.

Event description:
We received an allegation of low questionable results for 2 patients' samples tested for elecsys hcg+b (hcg+b) on a cobas e411 immunoassay analyzer. Sample 1: initial result: 17.75 miu/ml. The questionable result was reported outside the laboratory. On (B)(6) 2023 the patient went back to the clinic for another blood draw and got hcg+b results of 2588 miu/ml and 2644 miu/ml. The physician questioned the big difference in the results and asked for the first sample (which resulted in 17.75 miu/ml) to get retested. The rerun result was 1052 miu/ml. Sample 2: on (B)(6) 2023 the initial result was 47.99 miu/ml with a data flag. Repeated result: 96.28 miu/ml with a data flag. The qc was performed and was successful. The hcg+b reagent lot number was 643770 with an expiration date of nov-2023.